Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had fuzzy view, and they were unable to see. The issue was found during set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code b30 a root cause could not be identified. Based on the results of the investigation, it is presumed the cause of the fuzzy/foggy image, and b30 scope communication error is due to fluid ingress in the connector and control body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.